Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the distal body broken, the insertion flexible tube (ift) compressed, the suction channel buckled, the angle wire play, the electrical connector corroded, the lg prong top dirty, the objective lens unit dirty, the lcb distal cover glass dirty, the junction case loosened, the lg prong top loosened, the ccd module improper adjustment, the root brace rubber discolored, and the lg root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).